Event description:
Healthcare professional reported removal breast implant, ruptured breast, implant exchnage capsulectomy, complete pero implant breast. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.